Event description:
The customer reported to baxter (B)(4) of a solution administration set where the lower end of the y connector, that was attached to the patient, came out of the plastic container and the patient's medication did not infuse and the patient lost some blood. No patient injury was reported with this event. No additional information available.

Manufacturer narrative:
(B)(4). Pictures of the sample are reported to be available but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Corrected information: pictures of the sample are not available for evaluation as previously reported. The actual sample is not available for evaluation; therefore, the reported condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.